Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a cardiac resynchronization therapy defibrillator (crt-d) infection. The system's leads were explanted and replaced. The crt-d was moved from a left pectoral position to the right sided position for patient comfort, the pocket was swabbed, and the crt-d remained in use. No further patient complications have been reported as a result of this event.